Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The rotawire was able to be removed with little issue due to the numerous wire kinks. The handshake connection, sheath, coil, burr and annulus were microscopically examined. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil is stretched. Since the rotawire that was used during the procedure kinked; functional testing was performed using a test .009 rotawire. The test rotawire was inserted through the burr and advanced through the entire length of the device with no resistance. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that rotawire and rotalink device entrapment occurred. The target lesion was located in a severly calcified proximal end of the left anterior descending coronary artery (lad). A 330cm rotawire was selected for use with a 1.5mm rotalink burr. During the procedure the rotawire became twisted with the rotalink burr. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the burr was stuck on the wire and both devices were directly removed from the patient's body without any intervention.

Event description:
It was reported that rotawire and rotalink device entrapment occurred. The target lesion was located in a severly calcified proximal end of the left anterior descending coronary artery (lad). A 330cm rotawire was selected for use with a 1.5mm rotalink burr. During the procedure the rotawire became twisted with the rotalink burr. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the burr was stuck on the wire and both devices were directly removed from the patient's body without any intervention.

Event description:
It was reported that rotawire and rotalink device entrapment occurred. The target lesion was located in a severly calcified proximal end of the left anterior descending coronary artery (lad). A 330cm rotawire was selected for use with a 1.5mm rotalink burr. During the procedure the rotawire became twisted with the rotalink burr. The procedure was completed with another of the same device. No patient complications were reported.